Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included orthopaedic procedure, meniscus operation and hemorrhoidectomy. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("symptoms of memory loss"), menorrhagia ("haemorrhagic periods"), migraine ("migraines"), headache ("headaches"), back pain ("lumbar pain"), tendon disorder ("tendinopathy") and adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, amnesia, menorrhagia, migraine, headache, back pain, tendon disorder and adenomyosis outcome was unknown. The reporter considered adenomyosis, amnesia, back pain, headache, menorrhagia, migraine, pelvic pain and tendon disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ('pelvic pain'). In a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: orthopaedic procedure, meniscus operation and hemorrhoidectomy. Concurrent conditions included: obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), amnesia ("symptoms of memory loss"), heavy menstrual bleeding ("haemorrhagic periods"), migraine ("migraines"), headache ("headaches"), back pain ("lumbar pain"), tendon disorder ("tendinopathy") and adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, amnesia, heavy menstrual bleeding, migraine, headache, back pain, tendon disorder and adenomyosis outcome was unknown. The reporter considered adenomyosis, amnesia, back pain, headache, heavy menstrual bleeding, migraine, pelvic pain and tendon disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.7 kg/sqm. Quality safety evaluation of ptc: the investigation of the sample, could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included orthopaedic procedure, meniscus operation and hemorrhoidectomy. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), amnesia ("symptoms of memory loss"), menorrhagia ("haemorrhagic periods"), migraine ("migraines"), headache ("headaches"), back pain ("lumbar pain"), tendon disorder ("tendinopathy") and adenomyosis ("diffuse adenomyosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and conservation of ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, amnesia, menorrhagia, migraine, headache, back pain, tendon disorder and adenomyosis outcome was unknown. The reporter considered adenomyosis, amnesia, back pain, headache, menorrhagia, migraine, pelvic pain and tendon disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.